Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 08-april-2024, the patient reported the event of infusion set fell off during use. The infusion set had been used for 12 hours. The blood glucose level was 178 mg/dl at the time event. Therefore, the patient replaced infusion set and resumed insulin successfully. No further information available.